Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test. Further testing could not be performed due to the prime anomaly. The device had missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed motor error and no delivery alarm. The blood glucose was 128mg/dl. Troubleshooting was performed and the drive support cap appears to be normal. Reviewed the alarm history and found the alarms. Assisted the caller to run the displacement and self test and they passed. The caller requested a replacement since she is having a cataract surgery later in the week and has to have a reliable insulin pump. No further information was provided.